Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to symptomatic cystocele and sui. It was reported that following insertion the patient experienced pain, erosion, infection, recurrence and dyspareunia. It was reported that patient underwent mesh revision on (B)(6) 2009 due to exposed anterior mesh and abnormal wound healing. It was reported that patient underwent partial removal of miniarc sling on (B)(6) 2011 due to mesh erosion. Patient underwent excision of vaginal mesh on (B)(6) 2012 due to mesh exposure, pelvic pain, dyspareunia, urgency and sui. Patient also underwent partial removal of prolift mesh on (B)(6) 2012 due to recurrent mesh erosion. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh and miniarc were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4) dyspareunia-labeled. It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted. It was reported that patient underwent mesh revision/removal on (B)(6) 2014 due to mesh erosion and protruding mesh. No additional information was provided.